Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is before nov. 13, 2024. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3- no: the device was not returned for evaluation, as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4631 (to capture incision enlarged). Section h6: health effect - clinical code: 4581 (to capture incision enlarged). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after insertion of an intraocular lens (iol) under the scope the customer noticed a divot in the iol. The doctor removed and replaced it with the back-up iol. A 2.6 mm. Incision was performed. The patient recovered, doing fine, no patient injury. Suspect iol was discarded. No other information was provided.